Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "breast pain, swelling, and fluid collection around implants." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: edema: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: white calcification on the surface of the shell. Striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side "breast pain, swelling, and fluid collection around implants." Device has been explanted.

Manufacturer narrative:
Continued e1 additional (phone number): (B)(6).

Event description:
Healthcare professional reported right side "breast pain, swelling, and fluid collection around implants." Device has been explanted.